Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. Additionally, the signal artifact monitor (sam) episode was recorded where noise can be seen in the rv channel and in the shock channel. The impedance measurements in that episode were out of range. Furthermore, the patient mentioned the start a new treatment called indiba. The patient had two sessions of one hour each. The first appointment was normal with no episodes nor out of range measurements registered in the ICD. The second appointment was the same day that shock impedance was out of range and pacing impedance could not be measured due to noise. The clinic checked the procedure and indiba treatment works with radio frequency. The health care professional (hcp) informed the patient about the incompatibility with the ICD. After discussion with the hcp, and the technical services (ts) it was concluded that the electromagnetic interference (emi) from the indiba treatment was the reason for the out-of-range measurements. The ts discussed troubleshooting options, and the patient will continue in close monitoring. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the implantable cardioverter defibrillator (ICD) of this system was explanted and replace due to premature battery depletion (pbd). The health care professional (hcp) decided to keep this rv lead because of no reproduced artifacts in the rv rate electrogram (egm) nor in shock egm (just some myopotentials). Additionally, no artifacts have been documented since the signal artifact monitor (sam) and the rate bin counts are stable. The out of range value was related to possible interaction with the inductive kitchen which is suspected of emi. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. Additionally, the signal artifact monitor (sam) episode was recorded where noise can be seen in the rv channel and in the shock channel. The impedance measurements in that episode were out of range. Furthermore, the patient mentioned the start a new treatment called indiba. The patient had two sessions of one hour each. The first appointment was normal with no episodes nor out of range measurements registered in the ICD. The second appointment was the same day that shock impedance was out of range and pacing impedance could not be measured due to noise. The clinic checked the procedure and indiba treatment works with radio frequency. The health care professional (hcp) informed the patient about the incompatibility with the ICD. After discussion with the hcp, and the technical services (ts) it was concluded that the electromagnetic interference (emi) from the indiba treatment was the reason for the out-of-range measurements. The ts discussed troubleshooting options, and the patient will continue in close monitoring. This rv lead remains in service. No adverse patient effects were reported.